Event description:
Additional information was received that the noise was able to be reproduced with pocket manipulation and patient isometrics. High out of range pacing impedance measurements greater than 2,000 ohms was observed on both leads during the noise, however, nothing apparent was noted on chest x-ray. Tachycardia therapy was programmed off and the device was programmed vvi 40 and a lead revision was planned for an unknown date in the future.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the leads were suspected to be fractured, however, this was not confirmed. An invasive procedure was performed. The ICD was explanted and replaced and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right ventricular (rv) and another manufacturer's right atrial (ra) lead presented to the emergency room with complaint of chest pain. Review of stored device memory noted noise, oversensing and pacing inhibition for less than 2 seconds on the ra and rv channels and inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.